Event description:
A health care professional reported that the vitrectomy probe could not cut properly during vitrectomy surgery. It was then changed to another probe during surgery because of problems with the first one, but this one did not cut either. There was patient contact with suspect product, but no patient impact. The procedure was completed on same day but not known how the surgery was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).